Event description:
This study sought to evaluate the effect of implementation of an ultrasound-guided approach on vascular and bleeding complications. The study provided robust real-world evidence supporting ultrasound-guidance as an effective strategy to reduce vascular and bleeding complications and to enhance procedural efficiency in transfemoral transcatheter aortic valve implantation compared with an angiography based approach. Multiple closure devices were discussed, including proglide. Although some complications were noted with all vascular closure devices discussed, the complications specifically for proglide included access vascular complications (stenosis, dissection, pseudoaneurysm, hematoma, closure device failure, and av-fistula), bleeding events, and mortality. Specific patient information is documented as unknown. Details are listed in the article, titled "ultrasound versus angiographic guided access in transfemoral tavi: intra-operator evaluation of vascular and bleeding complications".

Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and/or lot number was not reported. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Summary of patient injuries: based on the case information, a conclusive cause for the reported patient effects of occlusion, vascular dissection, pseudoaneurysm, hematoma, fistula, hemorrhage, and serious injury/ illness/ impairment, and the relationship to the product, if any, cannot be determined. Summary of device issues: a definitive cause for the unspecified device issue could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date of event was estimated. D4: the UDI is unknown as the part and lot number were not provided. The death referenced in b5 is filed under separate medwatch report numbers. Literature attachment: article titled: "ultrasound versus angiographic guided access in transfemoral tavi: intra-operator evaluation of vascular and bleeding complications".